Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator was explanted on (B)(6) 2018. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.